Event description:
The customer it reported that communication loss of the telemetry transmitters. While troubleshooting with tech support (ts), they found that the there was no power going to the org cisco switch fiber cable. They re-seated the cable and no power. They found that the fiber cable had failed. The fiber cable run will be replaced by the customer as it is part of their infrastructure. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer's it department reported that the telemetry transmitters were in comm loss with the central nurse's station (cns). While troubleshooting with tech support (ts), they found that no power was going to the cisco switch fiber cable that was connected to the multiple patient receiver (org). They tried reseating the cable but found that the fiber cable had failed. No patient harm or injury was reported. Investigation summary: comm loss is an error message displayed on individual bed tiles on the cns that alert clinicians that the connection between the cns and the device its monitoring has been lost. During troubleshooting, it was identified that the switch for the org had no power, due to its cable being defective. As the org was off, the telemetry devices being monitored by the cns would not be able to connect with the cns. The customer was to replace the fiber cable to resolve the issue. Based on the available information, the most probable cause of the issue is cable damage, or normal wear and tear of the cable. An nkc investigation was performed to assess issues regarding communication loss. The available information does not suggest there was a malfunction of the nk device.

Event description:
The customer's it department reported that the telemetry transmitters were in comm loss with the central nurse's station (cns). While troubleshooting with tech support (ts), they found that no power was going to the cisco switch fiber cable the multiple patient receiver (org) was connected to. They tried reseating the cable but found that the fiber cable had failed. No patient harm was reported.